Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation was able to confirm the following events, a type 3b endoleak,, unintended movement of the implanted devices, and suboptimal overlap of the devices. The clinical evaluation additionally found the following potential contributing factors to the reported event; off label use due to patient anatomy, severe calcification, unintended stent movement, and an untreated type 3b endoleak. The review of the manufacturing lot confirmed all devices met specifications prior to release. The event devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event at this time. Patient codes updated.

Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device was not returned.

Event description:
It was reported the patient had an initial implant on (B)(6) 2012 with a bifurcated stent, an infrarenal aortic extension, and a limb stent graft. On (B)(6) /2014 the patient came in emergently to the hospital and presented with back pain. Upon testing, it was determined the patient's abdomen was filled with blood. Patient was transported to another hospital for emergency hospitalization and surgery. The patient treatment and final patient status is unknown.